Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive with a visible hairline crack, and the user could not operate the touchscreen; blood glucose management remained unaffected and the user continued cgm monitoring via the dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education covering shutdown, data sync to the mobile app, and replacement logistics. Investigation of this case revealed damage to the display assembly consistent with a cracked screen that impaired touch responsiveness, which aligns with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s screen leading to loss of touchscreen function.